Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 300cc saline prosthesis, catalog #3501645, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. The patient felt a pop on the left side while exercising and experienced spontaneous deflation post procedure. There were no accompanying symptoms. As a result, the device was replaced on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned device completed by the failure analysis lab on (B)(6)2019. Device evaluation summary: it was reported that a 33year-old caucasian female underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis. The patient felt a pop on the left side while exercising and experienced spontaneous deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 5.0 cm running from the anterior to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. The event clearly stated that the patient suffered the deflation caused by doing a "pull up at the gym". There is no evidence that the issue is related with manufacturing. Because the mentor product analysis lab was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2018. The replacement device was a mentor smooth round moderate profile 300cc saline prosthesis filled to 350ccs. There were no procedural complications. The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).